Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. The device was returned loose in the unit carton package, and no stents were returned. The device evaluation was completed, and the trocar was found broken off at the splay. This finding likely occurred during the surgical procedure, due to a heavily bias trocar causing the stent to collide with the trocar. Additionally, deformation was observed on the insertion tube, which likely occurred due to the way the device was shipped back. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during a trabecular microbypass stent system procedure, and the fragment was observed in the angle. Per report, the surgeon believes the fragment was successfully removed intraoperatively from the patient's eye during irrigation and aspiration with no report of adverse patient impact. Reportedly, the procedure was completed using a back-up device. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed the device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).